Event description:
The introducer catheter leaked while in place in the patient. This has happened with several of these catheters where either blood or IV fluids leaked out of the top of the introducer and have had air in the side port. It appears that the valve in the introducer catheter does not work properly. No patient has been harmed.====================== health professional's impression======================possible faulty valve in introducer catheter====================== manufacturer response for central line introducer catheter, arrow select kits======================manufacturer has requested that device be returned for analysis.